Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during the procedure; they were utilizing the vasoview hemopro 2 c-ring broke in half. While using it in the right leg, the plastic ¿u¿ piece on the hemopro cracked. They took the device out and saw no pieces we¿re missing, the item was still intact but the plastic was cracked. They broke off the plastic piece and put it and the rest of the hemopro off the field. A new device was used to complete the procedure. There was a procedural delay for a few minutes. There was no patient harm or injury reported.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,g3,g6,h2,h11. Corrected section: b3.

Event description:
The hospital reported that during a procedure, they were utilizing the vasoview hemopro 2 to take leg vein for the procedure. While using it in the right leg, the plastic ¿u¿ piece on the hemopro cracked. The c-ring broke in half. They took the device out and saw no pieces we¿re missing; the item was still intact but the plastic was cracked. They broke off the plastic piece and put it and the rest of the hemopro off the field. A new device was used to complete the procedure. There were a few minutes of a procedural delay due to longer harvest time due to needing to open a new device. There were no effects to the patient.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/19/2025. An investigation was conducted on 6/25/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The scope was arm of the c-ring was observed to be detached from the base of the transected c-ring. The end of the scope wash arm was observed to be melted. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed as well as the analyzed failure "break- scope wash tube" was observed. The lot # 3000473623 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
The hospital reported that during a procedure, they were utilizing the vasoview hemopro 2 to take leg vein for the procedure. While using it in the right leg, the plastic ¿u¿ piece on the hemopro cracked. The c-ring broke in half. They took the device out and saw no pieces we¿re missing; the item was still intact but the plastic was cracked. They broke off the plastic piece and put it and the rest of the hemopro off the field. A new device was used to complete the procedure. There were a few minutes of a procedural delay due to longer harvest time due to needing to open a new device. There were no effects to the patient.